Event description:
It was reported on (B)(6) 2016 that the patient was seen in clinic that day and after interrogation they reported high impedance of 9109 ohms. She was not feeling anything different so they left the device on and will get x-rays. Diagnostics were performed before, during and after the recent battery change and impedance values were within normal limits. An x-ray was performed and no damage was present.